Event description:
The user reported that the stopcock broke during perfusion. No further info was provided. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device was not returned for eval. The user did not specify if this was the initial use of the device. A review of the device history record did not reveal any related exception documents. Base off of similar complaints, it is suspected that the rotator separated at the bond between the collar and the housing. The root cause of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions.